Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing with the right ventricular (rv) lead. The physician suspected there was a lead integrity issue which may have resulted in an oversensing issue. It was also noted that there were small r-waves. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and there was apparent explant damage; distal segment returned and analyzed.